Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that guidewire fracture occurred. A 180x25cm fathom¿ -16 was selected for use. During preparation, the physician bended the tip of the guidewire and noticed that the end of the wire was shredded. The procedure was completed with another of the same device. No patient complications were reported.